Event description:
A medtronic representative reported that, while in an ent procedure, the emitter cable was manipulated at the point where it plugged into the back of the emitter. The emitter showed red status then, following the manipulation, returned to green status and tracked without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Medtronic representative performed a navigation system check-out. RMA issued. Replacement field generator shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the communication tab, and all tool tabs, remain in green status in the ent application. The communication tab, and all tool tabs, in the cranial application remain in green status. Verification, tracking, and accuracy with this emitter is normal. Flexing the cable does not indicate any intermittent opens. The field generator passed the pegboard test with an error of 1.571mm. Fully functional. No fault found. Device did not cause the reported event.

Manufacturer narrative:
(B)(6). A medtronic representative performed a navigation system check-out and the system performed as intended.